Event description:
Patient became anxious and had shortness of breath while hospitalized. Chest x-ray done to determine pleural effusion(pe). Results inconclusive. CT scan completed. Indicated foreign body in main stem bronchus. Bronchoscopy performed at bedside. Removed two (2) inches of a see through plastic catheter tip believed to be from a closed tracheal suction system. Endotracheal tube had been adjusted. No indication of a problem. All staff involved with care of patient state that tube was not shortened or cut. It is believed that catheter may have been defective and could have broken off.